Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7313640, UDI: (B)(4).

Event description:
It was reported that shortly during the trial procedure, the physician decided to pull the spinal cord stimulation (scs) trial leads out due to the patient experienced weakness and discomfort in his right leg that was not normal and patient was not getting better. A magnetic resonance imaging (MRI) was conducted after the leads was removed.